Event description:
Event description boston scientific received information that during the device replacement procedure, this right ventricular lead exhibited loss of capture at 6.0v and 1.0ms. The lead was surgically abandoned and replced. No adverse patient effects were noted.